Event description:
It was reported that(1) device was used during a hernia repair. It was reported by the affiliate that the ems instrument locked(jammed)-the staples did not come out of the stapler. Another instrument was used to complete the case. There was no consequence to the pt.